Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2025, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using an 8f amplatzer talisman delivery system. The defect measurements were documented as a tunnel length of 10mm, septum secundum thickness of 5mm, and an atrial septal aneurysm measuring 7mm, and device sizing was determined based on these measurements. Fluoroscopy was used as the imaging modality during the procedure, a stability check was performed, and no residual leak was detected around the device lobes. On (B)(6) 2026, a transthoracic echocardiogram (tte) identified that the occluder had completely dislodged from the intended implant site and was no longer positioned within the septum. The implanter attributed the embolization to a floppy septum, and the event was managed with surgical retrieval of the device.